Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 21-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station kept rebooting. A field service engineer replaced the power supply and communication sled, tested the device using the hardware test application, and then reimaged the unit. After confirming that the device was connected to remote support service rss, the device successfully completed a full database synchronization. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system was stuck on the update screen at 7 percent. The customer stated that the power switch was turned off multiple times, but the screen was stuck and the station kept rebooting. However, there were no delay or adverse events or injuries reported based on this event.